Event description:
From staff: biopsy needle threw an error stating "retest handpiece", would not let us continue to biopsy, only retrieved one sample which was still a successful biopsy. Needle was properly tested beforehand using the test function and gave us a green light. Needle malfunctioned.